Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that upon screwing the glenosphere into the collet and metaglene, the surgeon got the tactile feel that the screw would tighten and then once it reached a certain tightness would release and feel as if not threaded at all. Surgical delay unknown. Doe: on (B)(6) 2023. Affected side: unknown shoulder.

Event description:
Additional information received: a. Was there any surgical delay? If yes, what is the duration of the delay? -no. B. Was/were there any patient consequence/s related to the event? -no. C. Please confirm the event date. -event date noted as date implanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. DHR review: a manufacturing record evaluation was performed for the finished device product code - 130970850, lot number - 4263394 , and no non-conformances / manufacturing irregularities were identified. Product code 130970850, work order (B)(4) was manufactured on 22-aug-2023. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: 1 part of this lot was scrapped: scrap code a1299: this concerns meta op20 ctq17. There is no correlation between this scrap reason and the failure mode of the complaint reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Coc review certificate of conformance review for 25 parts, product code 100042500, work order (B)(4) did meet specification. Complaint confirmation: non-verifiable. Conclusion: due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information become available that impacts the findings in this investigation it will be reopened. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation was performed for the finished device product code - 130970850, lot number - 4263394 , and no non-conformances / manufacturing irregularities were identified.